Manufacturer narrative:
Follow-up #1 date of submission 04/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump histories shows that the last basal delivery occurred at 7:57pm on (B)(6) 2013. There was evidence of an 82.5unit prime at 7:01pm on (B)(6) 2013. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powers on normally to the verify screen. Testing for the inadvertent infusion complaint could not be adequately completed due to a load step issue. The force sensor was found to be out of calibration and the force resistance measurement was out of specification.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that her blood glucose (bg) of 58mg/dl and felt that she had a migraine. She treated herself with a peanut butter sandwich and milk and she was able to keep her bg at target. The patient stated that she had a difference of 70 units from the time she went to bed until she woke up with a low bg at around 3am. The patient stated that she had a full cartridge and when she woke up she had 70 units less and thought this was why her bg was low. The patient stated that she had the flu and her bg was higher due to that and she was giving more boluses as a result. Customer support (cs) completed troubleshooting and the total daily dose has no discrepancies and the basal rate is programmed as intended. Cs advised the patient on the findings and explained to the patient that she probably did not get 70 units if insulin during this time and that after treating herself with food and drink her bg was brought up and kept up. This report is being made due to the patient's alleged hypoglycemic event while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.